Event description:
It was reported that the tip of the nasal pointer was bent during a procedure and the device was unable to calibrate. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the tip of the nasal pointer was bent during a procedure and the device was unable to calibrate. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event that the pointer tip was bent was confirmed. It is possible that bending forces caused the reported event.